Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer changed the infusion set, battery, and ran a self-test but the insulin pump continued to alarm no delivery. She was currently off the insulin pump and using manual injections to treat. Customer's blood glucose level was 479 mg/dl. The customer was unable to troubleshoot. The device was not returned.